Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter was inserted (B)(6) 2010 and it was noticed on (B)(6) 2010 that there was a leak on the blue silicone extension (venous side) blue connector. The catheter was changed the same day.